Event description:
It was reported that the foley catheter balloon was placed during surgery on (B)(6). When they tried to remove it on the (B)(6) as scheduled, the sterile water would not come out. When they inflated it and removed it, there was no sterile water inside. The balloon was not damaged. 6th floor, north. They thought the sterilized water was leaking out from the beginning. They thought it was a tiny pinhole.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was placed during surgery on october 27th. When they tried to remove it on the 28th as scheduled, the sterile water would not come out. When they inflated it and removed it, there was no sterile water inside. The balloon was not damaged. 6th floor, north. They thought the sterilized water was leaking out from the beginning. They thought it was a tiny pinhole.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Visual evaluation of the photo samples noted opened (without original packaging), used temp sensing foley catheter. Verified material number for catheter 119314 and manufacturing lot number ngkn3119. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngkn3119. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in-house luer lock syringe and upon inflation lumen-to-lumen leakage present. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.